Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump declared multiple cartridge change errors and multiple unspecified cartridge alarms. Additionally, the pump declared an empty cartridge alarm prematurely. No reported adverse impact to the customer's blood glucose. Customer reverted to alternate insulin therapy.